Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion was located in the right coronary artery; the segment of vessel and lesion characteristics are unk. The 1.5mm x 12mm apex balloon was advanced to the lesion and was reported to have ruptured upon the first inflation at 6 atmospheres of pressure. No pt injuries or complications were reported. The pt's condition was reported as "no problem". This product is only ous approved but is similar to a us marketed device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.